Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9 h3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection and functional testing of the returned device. Visual analysis of the returned sample revealed that there were no visual damages to the handle device. The functional testing was performed, in accordance with depuy synthes procedures. The knob component (push button) on the handle device was hard to press and not coming back to the end position after released. The mating screwdriver shaft device was not able to be held tight in the handle as the knob component (push button) locking mechanism was not working as intended. The observed knob component failure is may be occurred due to the internal components failure. The dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. It should be noted that as part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the functional testing of the received device confirmed the knob component functional failure. The alleged device interaction issue was occurred due to the functional failure of the knob component. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities h3, h4, h6: a device history record (DHR) review was conducted: part # 03.400.111. Lot # 55p7551. Manufacturing site: bettlach. Release to warehouse date: 19 may 2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for fracture of proximal end of humerus with the handle in question. During the surgery, the screwdriver shaft on the torque limitation side of the handle fell and could not be used. After that, the silver button (desorption button) of the handle was hard and could not be used. Finally, the screwdriver shaft was attached to the jacobs chuck owned in the hospital and used. The surgery was completed successfully without any surgical delay and there was no particular complaint about the screwdriver shaft. This report is for one (1) handle f/screwdriver shaft 2.5 hexagonal/stardrive t15. This is report 1 of 2 for complaint (B)(4).